Event description:
On february 14, 2024, irhythm received a medwatch report (mw5150849) that alleges the zio heart monitor patch failed to detect any of the patient's heart events that occurred. The patient mentioned that they could feel the abnormality in their heart rhythm not only internally but also when placing their hand around the left ribcage and could feel the heartbeat change. According to the report, the patient believed that the older holter monitor they previously wore was more accurate in detecting heart activity. This was attributed to a lead in the lower chest area, as opposed to the zio patch, which only covers a small area on the upper chest. No adverse events, such as death or serious injury, are known to have occurred.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.